Manufacturer narrative:
D10 concomitant products: vlft10gen, vlft10gen ft series energy platformx1, serial #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an incomplete seal message occurred mid laparoscopic hysterectomy despite troubleshooting. Cleaned the tips of the device, ensured there was an appropriate amount of tissue being grasped surgically. Unplugged and re-plugged but kept repeating incomplete seal. A second device was opened and used with the same generator and it did work fine. No patient injury.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the seal plate was damage, consistent with arcing. Eschar build-up on the jaws. Functional testing found that the damage to the seal plate is consistent with the user inadvertently closing the jaws on a hard/metallic object and activating the device. Damage to the seal plate can result in alarm activations and difficulty with activating the device. The device's jaw opening and closing mechanism was functioning properly. It was reported that the device did not seal completely. The reported issue could not be confirmed. The most likely cause could not be established from the information available. It was also reported that the device had alarm activation issue. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: do not attempt to seal or cut over clips or staples as incomplete seals will be formed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.